Event description:
It was reported that the pump reset unexpectedly. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 164 mg/dl.